Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had sensor discrepancies. The insulin delivery was suspended when the customer¿s sensor glucose reading was 43 mg/dl while their blood glucose reading was 90 mg/dl. Troubleshooting was performed. They were advised to monitor and call back if issues persist. The sensor will be returned for analysis.